Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the two hand-pieces opened were not working. One device did not activate. The second device was alarming. Another similar device was opened and it worked successfully. At the end of case they tested the two hand pieces. One hand piece had a regrasp alarm with an error code. The doctor tried activating the energy of the second hand piece by compressing the handle and a sealing tone and end tone were heard but no energy delivered. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary two devices were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The reported condition was confirmed. The device produced an instant regrasp alarm and could not be activated on simulated tissue. The device was disassembled and resistance measurements isolated the defect to the red and brown wire between the crimp and the jaw. The device should seal completely and not activate any alarm. Examination of the crimp revealed that gray jaw wire and the red jaw wire had been inserted too far into the ferrule and the stripped end of the wire did not mate with the stripped end of the primary wire on both crimps. This was apparent from the fact that the jaw wires were visible above the crimped ferrule. This poor crimp caused the device resistance to rise after repeated activations out of specification (1.8 ohms). The higher than spec resistance caused the generator to go into the re-grasp alarm condition. This crimp defect is a mis-assembly in manufacturing from inserting the wire ends beyond the stop of the crimp fixture. The investigation identified the root cause of the alleged event to be a bad wire crimp during assembly. The severity is 5 and the occurrence is 1. The severity identified in the current risk analysis is appropriate. The occurrence rating is 1 or 1/1m for this device. There was no patient injury so this complaint did not count as an occurrence. The occurrence rating is appropriate. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified with both devices. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.